Event description:
It was reported that angiocath plus 24ga x 0.75in catheter tube is easily removed. This occurred on 200 occasions during use. The following information was provided by the initial reporter: when the catheter protection cap is removed, the catheter tube is easily removed. When the catheter protection cap is removed, the catheter tube is easily removed. Therefore, catheter tubes are not inserted smoothly during insertion.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/18/2020. H.6. Investigation: one photo and four samples were received by our quality team for evaluation. After visual inspection of the samples, two samples were found to have a damaged catheter tip, one sample was found to have a bent needle, and one sample was found to have no non-conformances. During the visual inspection, when the cover was removed on the samples, no displacement was observed. Therefore, the customer experience was not able to be confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The probable root cause of a loose catheter adapter could have occurred during product application from unintentional force when removing the needle cover, therefore the root cause was unable to be determined. The probable root cause of the damaged catheter tip could have been caused by a needle piercing through the catheter. This could have occurred during product application when the product was manipulated or during assembly of the catheter. A project, CAPA#590840, has been completed to further address actions required to prevent this incident from occurring during the assembly of the catheter. The manufacturing process was reviewed, and the probable root cause of the bent needle could be due to a gripper that was not fully closed during insertion of the assembly part into the cover. This would have caused the needle to hit against the cover and resulted in a bent needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that angiocath plus 24ga x 0.75in catheter tube is easily removed. This occurred on 200 occasions during use. The following information was provided by the initial reporter: when the catheter protection cap is removed, the catheter tube is easily removed. When the catheter protection cap is removed, the catheter tube is easily removed. Therefore, catheter tubes are not inserted smoothly during insertion.